Event description:
1. There was an allegation of questionable elecsys ft3 iii results for: one patient from the cobas 8000 core unit. One patient on a cobas e 402 analytical unit compared to the abbott method. One patient from the cobas 8000 - cobas e 602 module. One patient on a cobas 8000 core unit when compared to wako accuraseed assay and abbott alinity assay. Two patients on a cobas 8000 core unit compared to competitor methods. Two patient sample on a cobas e 801 analytical unit. One patient sample on a cobas e 801 analytical unit compared to an abbott analyzer. 2. Patient age range: 35-83 years 3. Patient weight range: asku 4. Patient sex breakdown: 3-female, 3-male, 3-asku 5. Patient race breakdown: 8-asku, 1-asian 6. Patient ethnicity breakdown: asku.

Manufacturer narrative:
Reagent lot 84583801 has an expiration date of 30-apr-2026. Reagent lot 88777801 has an expiration date of 31-oct-2026. For seven events: 1. Summary of investigation results: sample material from the patient was requested for investigation. 2. Summary of follow up/corrective actions taken: the investigation is ongoing. For one event: 1. Summary of investigation results: the investigation is ongoing. 2. Summary of follow up/corrective actions taken: the investigation is ongoing. For one event: 1. Summary of investigation results: as no sample material was available, the cause of the event could not be determined. The investigation did not identify a product problem. 2. Summary of follow-up/corrective actions taken: sample material was requested for the investigation; however, no sample material is available. For all nine events: 3. Device returned to manufacturer? No 4. Device labeled "for single use?" No 5. Device reprocessed and reused? No